Event description:
A patient reported that a cmf plate implanted into his eye orbit fractured at least four years after implantation and was removed. The manufacturer of the cmf plate and type of device are unknown.